Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to deliver therapy due to inappropriate programming was observed on the device. Programming changes were made. The patient was stable.